Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy, due to stress urinary incontinence. It was reported that the patient experienced chronic pelvic and vaginal pain, urinary incontinence, urinary leakage, neuromuscular problems, dyspareunia, vaginal discharge and spotting (psychologically and emotionally).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.